Event description:
The ge oec 9800 fluoroscopy system displayed pre-charge voltage failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. System performance test showed no malfunction or error. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.